Manufacturer narrative:
Other, other text: investigation completed on a smith medical fluid warming/level 1 hotline disposables. Pictures attached with two images. The leur lock confirmed cracking. Luer lock adapter female p/n 00-208 and reflux connector w/ ports p/n 00-401. Results for visual inspection in sample provided: after visual inspection was performed to sample unit, see pictures above, no marks or stains were observed on tube surface, neither on reflux connector or swivel connector, in the luer lock adapter female p/n 00-208 is visible a cracking, therefore, failure mode reported can be observed. Containment awareness notification for failure mode reported to production personnel was issued by the quality engineer. Additionally, all mitigations on placed were verified and it was confirmed execution accordingly.

Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Customer contact phone number: (B)(6). Customer representative phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that the level 1 hotline disposable leaked because of a crack in the female luer-lock connector. This issue was discovered during a pre-use check. There was no patient involvement.